Manufacturer narrative:
(B)(4). Implant date - unknown date in 2009. This device is not cleared for distribution in the united states; however, it may be similar to a device manufactured at zimmer biomet in (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned; therefore, a physical analysis did not occur. Root cause was unable to be determined as the information necessary to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately eight years post-implantation due to itching, suspected infection, and mobilization of the femoral stem. During the procedure, it was found the stem was totally integrated and was not revised. The acetabular cup was revised. Samples taken during the revision were negative for infection. It was reported an intra-pelvic screw of the cup may have pinched a nerve root.